Manufacturer narrative:
(B)(4). On (B)(6)-2013, the customer at (B)(6) health care, (B)(6) reported that the imaging table of their brilliance 64 CT scanner unlatched and was free floating. The customer was pulling a patient out of the gantry to remove them from the table, and the tabletop was free floating. Customer said staff members have been dealing with this problem, but this is the first time that anyone has called about it. There was no report of harm to any patient, and no rescan or reinjection was required. On (B)(6)-2013, the philips field service engineer (fse) visited the customer site and verified the table lock nut had come loose. The fse tightened the lock nut to resolve the issue. The service lock is only released during preventive maintenance or during corrective maintenance (service visits) in order to move the couch to access the gantry. On (B)(6)-2013, planned (preventive) maintenance was performed on the system. The product safety committee binder (psc) includes information related the correction and removal documents for this issue including field safety notification (fsn (B)(4)) that was sent to the field on (B)(6)-2014 stating that: if the customer experiences a horizontal, free-floating couch motion, they have to contact their field service engineer immediately. A copy of this field safety notice has to be retained with the equipment instructions for use (IFU). Additionally, the service manual is being revised to provide more robust instructions on how to service the patient support. This customer has confirmed receipt of fsn (B)(4). The probable cause of the service latch being loose is that it was not sufficiently tightened by the fse following planned maintenance. The fse tightened the attachment nut to resolve the issue.

Event description:
The customer reported that while they were completing a patient procedure and attempting to remove the patient from the gantry, the patient table had become free floating. There was no report of harm to the patient, operator, or bystander associated with this event. The fse determined that the service latch (that secures the table's subframe) was loose, allowing the subframe to free-float. The fse was able to tighten and secure the service latch.